Event description:
A patient reported getting low one-touch meter readings while patient had high blood glucose. Patient has diabetes for two years and does not check blood glucose regularly. On event date, patient had blood glucose readings of 45mg/dl and 46mg/dl successively on ot meter. Because of meter reading, patient ate chocolate. Patint experienced thirst, fast heartbeat and felt irritated. Paramedics were called and patient had blood glucose of 389mg/dl on paramedics' meter. Patient went to hospital with a friend after refusing to be transferred by paramedics. At the hospital, patient was treated with insulin in the emergency room and discharged home. Patient reportedly cleans meter with alcohol, a practice warned against in the ot meter own manual patient reportedly stores test strips loosely inside meter case, a practice also warned against in ot owners manual. No allegations of harm have been made.